Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen needle 32x4 was unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported pen needles are clogging both during priming and mid-injection.

Event description:
It was reported that 1 bd pen needle 32x4 was unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported pen needles are clogging both during priming and mid-injection.

Manufacturer narrative:
H6: investigation summary: customer returned a total of 4 opened 4mm, 32 gauge nano pen needles. The teardrop labels returned with these samples identify them as being from lot 0245201, catalog number 320497. The samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured, the results of which are featured below: 1. 0.0092 in. 2. 0.0093 in. 3. 0.0095 in. 4. 0.0094 in. All of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. Damage to the needle tips was minimal if present and would have likely been the result of use. The needles were within specifications and did not feature any dullness or burrs. While inspecting the pen needles, 3 of them were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining sample was attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needle. No issues were found with the remaining pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that 3 pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.